Event description:
It was reported "exploration of fusion as a result of painful hardware. Patient appeared solidly fused and states no falls incurred prior to event of pain. Surgeon explanted unilaterally failed implant at l5-s1."